Event description:
It was reported that the pump displayed a downstream occlusion alarm. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was not able to be duplicated. The cause of the issue is unknown. Service history review identified this device has not been in for service in the previous 12 months.